Event description:
On (B)(6) 2009, the lh750 hematology analyzer leaked lesion reagent from a cracked tubing while a field service engineer was troubleshooting the instrument. The liquid reagent traveled through an opening in the counter top onto electrical equipment below it. This caused the electrical equipment (an uninterruptible power supply - ups) to short out, begin to smoke, then produce flames. The fire was suppressed by the field service engineer with an extinguisher. The fire department was not called. The ups electrical equipment was not supplied by beckman coulter. It was installed by the customer and its make and model are unk. The field service engineer who extinguished the fire was wearing proper personal protective equipment when working on the instrument. There was no exposure of biohazardous materials to open wounds or mucous membranes. No one sought medical attention as a result of this incident.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 - october 23, 2010 of complaints for additional reportable events. A normally closed pinch tubing on the lh750 hematology analyzer cracked causing isoton liquid reagent to leak onto electrical equipment (ups, power supply) housed in the cabinet below the analyzer. The liquid caused the electrical equipment to smoke, then produce flames. The root cause of the fire within the ups is the cracked tubing on the lh750 analyzer which was subsequently replaced by the field service engineer, who also verified performance of the instrument.